Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26mm sapien valve was positioned in a 50:50 position across the native aortic annulus. Post deployment, the sapien valve appeared to be stable with about 1mm of ventricular movement noted. No paravalvular leak (pvl) was noted on echo; a small amount of central aortic insufficiency (cai) was appreciated as the guidewire was still across the valve. Upon examination, it was observed that the non coronary cusp (ncc) was completely functional above the sapien valve. The sapien valve was stable and appeared to be 60:40 ventricular on the left coronary cusp (lcc) side and sub-annular on the ncc side. Due to the canted position, a second 26mm sapien valve was then deployed in a 50:50 position within the first valve. The patient remained stable throughout the procedure and was transferred to the intensive care unit intubated and in stable condition. The native aortic annular diameter was 24mm by tee and 22mmx28mm by CT. The native aortic valve was moderately calcified and the aortic root was mildly calcified. The sinotubular junction (stj) diameter was 28mm, and the sinus of valsalva (sov) diameter was 34mm. The patient¿s ejection fraction (ef) was 70%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, it is possible that low placement on the non-coronary cusp side of the annulus caused the valve to slide ventricular after balloon deflation.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to canting of the valve and / or ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event cannot be confirmed, however, patient and procedural factors could have caused or contributed to the event. Per the implanting physician, it is possible that low placement on the non-coronary cusp side of the annulus caused the valve to slide ventricular after balloon deflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.